Manufacturer narrative:
Continuation of d10: product ID: 900304 (106099); product type: 3288-acq needle; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, a difficult transseptal puncture required multiple attempts. After transseptal device usage, a small ¿millimetric hole¿ in the roof of the left atrium was identified and the patient became symptomatic with cardiac tamponade. The procedure was aborted after no ablation was performed. The patient was transferred to the cardiac surgery operating room, where a surgical patch was applied to the roof of the left atrium. Hospitalization occurred due to the event. No further patient complications have been reported as a result of this event.